Manufacturer narrative:
(B)(4). The investigation is still ongoing on this event. When the investigation is completed a follow-up report will be sent to the FDA.

Event description:
The customer reported that during a case there was loss of fluoroscopy. The physician was only able to use the exposure while the case was open. The system was re-started to allow the fluoro capability.